Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, the distal tip of an ideal suture graspers came away from its shaft and fell into the patient's joint space. The surgeon resorted to an open procedure to retrieve the fragment from the body. The procedure was concluded successfully without further issue.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.